Event description:
When stents were deployed during a cardiac cath procedure, the stent deployed, but due to the end of the stent having a longitudinal deformity, the coronary vessels were torn and 2 additional stents had to be deployed to repair the tear and complete the procedure.